Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Device one (1) was returned without the clip attached and the detached clip was not returned. Device two (2) was returned without the clip attached however, the detached clip was returned. Device one (1)- our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) was not included in the return. During a functional test, the device was coiled into three approximate 8" loops. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attach, and coil catheter (components related to clip deployment) showed no abnormalities or signs of damage. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device two (2) - our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because the clip had previously been deployed and prohibited a functional evaluation of clip deployment. During the functional test, the device was coiled into three approximate 8" loops. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attach, and coil catheter (components related to clip deployment) showed no abnormalities or signs of damage. A visual inspection was also performed on the internal clip components and no abnormalities or signs of damage were observed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the clip had been deployed and was not returned with device one (1). Device two (2) was also returned with the clip deployed and the clip was included with the return. However, since the clips had already been deployed, functional testing could not be performed. In addition, a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A definitive cause for the reported observation could not be determined. The instructions for use states to "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use instruct the user, "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The following was reported to the FDA on 4/25/17: "during an endoscopic polypectomy procedure, the physician used a cook instinct endoscopic hemoclip. The clip detached itself from the catheter once put down the endoscope and inside the patient [clip prematurely deploys in unknown position]. The clip was retrieved from the patient. The area representative confirmed the nurse did not have her hand on the spool, so there was no opportunity for human error and early deployment of the clip." A quantity of one (1) was initially reported, however two (2) used devices were returned for evaluation on 5/11/2017.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state to "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use instruct the user, "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic polypectomy procedure, the physician used a cook instinct endoscopic hemoclip. The clip detached itself from the catheter once put down the endoscope and inside the patient [clip prematurely deploys in unknown position]. The clip was retrieved from the patient. The area representative confirmed the nurse did not have her hand on the spool, so there was no opportunity for human error and early deployment of the clip.